Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Manufacturer's ref. (B)(4) .

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered an esophageal injury (thermal lesion) requiring computed tomography (CT) and gastroscopy. One day post-procedure, a thermal esophageal lesion was confirmed via computed tomography and gastroscopy. Patient required 3 additional days of hospitalization as a result of the adverse event for further evaluation and for monitoring elevated inflammatory markers. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to radiofrequency ablation (procedure) and the anatomical position of the esophagus (patient condition). Generator parameters included power control mode at 25-30 watts (no cut-off) and temperature cut-off of 50 degrees celsius. Generator settings at the time of injury were not reported, as the injury was discovered the following day. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the site of injury was not known during the procedure. There were no esophageal injury prevention measures reported. There is no information regarding shaft proximity interference value. The thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. The thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.